Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve tissue damage, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. A conclusive cause for the reported tissue damage cannot be determined; however, the reported worsening mr appears to be related to the tissue damage. There is no indication of a product quality issue with respect to design, manufacture, or labeling. (B)(4).

Event description:
This report is being filed because post clip deployment tissue damage was noted and mitral valve replacement surgery was performed, which is considered a permanent impairment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4, and challenging anatomy due to prolapse of the posterior leaflet. Clip (B)(4) was deployed without issue, reducing mr to 3. Clip (B)(4) was deployed; however, after deployment the clip turned/moved slightly, but remained attached to both leaflets. Mr remained at 3 and it was noted that there was tissue damage on the posterior leaflet medial to the deployed clips. Clip (B)(4) had no difficulty grasping the leaflets; however, mr could not be reduced. The physician believes that mr could not be reduced due to the damaged leaflet; therefore, the third clip was not deployed and mitral valve replacement surgery was performed the same day with no reported adverse patient sequela. There was no additional information provided.